Event description:
It was reported that the 9800 system would intermittently give black images and the kv and ma would max out at the high end. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the high voltage cable assembly. The system functions as intended.